Manufacturer narrative:
Based on additional information regarding the device, kci's assessment remains the same; it cannot be determined that the alleged fall, chipped teeth and scabbed knee were related to the activ.a.c.¿ therapy system. The device met specifications prior to patient placement. The physical dimensions of the device met specifications after patient placement.

Event description:
On (B)(6) 2021, a device evaluation was completed by kci quality engineering. On (B)(6) 2021, the device was tested per quality control procedure by a kci service center, and the device passed and met specification. On (B)(6)2021, the device was placed with the patient. The device was returned to kci on (B)(6)2021, tested per quality control procedure by kci quality engineering and did not pass due to damages sustained while with the patient. Inspection of the device revealed the physical dimensions met specifications.

Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged fall, chipped teeth and scabbed knee were related to the activ.a.c.¿ therapy system. It is unknown if and what type of medical or surgical intervention was required to resolve the alleged chipped teeth. Kci has made multiple unsuccessful attempts to obtain additional clinical information. A device evaluation of the activ.a.c.¿ therapy system is pending completion. Device labeling, available in print and online, states: keep the therapy unit in the upright position. Keep the therapy unit in the carrying case when in use. Keel the touch screen facing up if the therapy unit is laid on a level surface such as a table. Use the adjustable strap to wear the carrying case over your shoulder. You can also wear the carrying case on your belt. Make sure the case buckles are securely snapped together (if equipped). Do not wrap the carrying case strap, power cord or dressing tubing around neck.

Event description:
On 10-jun-2021, the following information was reported to kci by the patient: the patient stated that she fell in the street and chipped 2 teeth, injured her top tooth and scabbed her knees allegedly due to the size of the activ.a.c.¿ therapy system. No additional information is available. A device evaluation of the activ.a.c.¿ therapy system is currently pending completion.